Event description:
Caller reported a false negative urine hcg result. Serum was run on the combo test with a positive result which matched the results of the home pregnancy tests. The pt's last menstrual period was (B) (6) 2009. Pt wanted test run to confirm positive home pregnancy assays. No quantitative serum hcg result was performed.

Manufacturer narrative:
Control lot: 25miu/ml hcg urine, lot: hcg090617-01; 100miu/ml hcg urine, lot: hcg090521-01; 255.3iu/ml hcg urine, lot: hcg090526-03. Summary of results: the retention devices meet qc spec. Correct positive results were observed when tested 25miu/ml ucg urine control at 3 minutes read time. The 100 miu/ml and 255.3iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Conclusion: the retention devices meet qc spec. No false negative result was observed; this complaint is not confirmed. Nothing abnormal found in batch review and the product number, product description and lot number were verified. No corrective action required at this time as product deficiency was not established.